Event description:
It was reported the patient with this artificial urinary sphincter (aus) presented after experiencing urinary tract infection (uti). The physician performed a cystoscopy due to the age of the device. Since the cystoscopy, the patient has been experiencing incontinence even though the physician re-activated the device. The patient is being evaluated again by the physician. There were no additional patient complications reported, and no surgical intervention has been performed.